Event description:
It was reported that shaft break occurred. A 3.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and it was noted that the shaft was broken. There were no patient complications reported.